Event description:
It was reported the left ventricular (lv) lead was dislodged and had high capture threshold. During a routine device change out, the lv lead was reconnected to the atrial port and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.